Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were tried to deploy; however, the elastic bands got jammed and were stuck together not allowing the device to be completely removed. Reportedly, the bands and trip wire were cut in order to remove the device from the tip of the endoscope. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.